Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: circumferential liner delamination approximately 1.5¿ from sheath tip, the ¿c¿ marker band was fully attached to the sheath liner and there was minor distal tip damage. Imagery was provided and showed that the sheath distal tip liner delamination with ¿c¿ marker band intact. Functional or dimensional testing was not performed due to the nature of the complaint. During manufacturing, the sheath shaft components are 100% visually inspected. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv testing, work orders are verified. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this event. A lot history review of the work order was performed and revealed no other complaint relating to ¿sheath distal tip- liner delaminated¿. A review of the complaint history from april 2018 to march 2019 revealed other returned complaints for ¿sheath distal tip- liner delaminated¿ for esheath. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for all the trend categories. The esheath IFU, device preparation manual, delivery system IFU, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides instructions on delivery system and sheath removal. Factors related to delivery system removal include: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated , pull the entire delivery system through the sheath and maintain guidewire position in the aorta. Factors related to sheath removal include: remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards and do not insert the sheath any time during removal. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath distal tip- liner delamination¿ was confirmed based on visual inspection of the returned device. Investigation of the device and review of complaint history, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per report, ¿the commander delivery system balloon had extra 1ml added.¿ if the balloon was not fully deflated during time of retrieval, extra fluid inside the balloon would have led to a larger balloon profile. This may have caused the balloon to get caught on the tip of the esheath which would have required excessive force to remove the devices. It is likely that the excess force used to remove the delivery system resulted in the reported sheath liner delamination. However, the complaint site noted that all of the fluid was back in the inflation device during delivery system removal. As a result, this root cause is unable to be confirmed. Alternatively, it is possible tortuosity in the access vessel may cause a non-coaxial alignment of the delivery system and the sheath tip during device withdrawal. This could have led to the balloon being caught on the sheath¿s tip during withdrawal. The subsequent additional force and manipulation applied to overcome withdrawal difficulty could have contributed to the liner delamination. In this case, patient factors (tortuosity) may have contributed to the event. However, definitive root cause was unable to be determined without patient vessel characteristics. No labeling inadequacies and no manufacturing non-conformances were identified during evaluation. Review of complaint history revealed that the occurrence rate did not exceed march 2019 the control limit for the trend category. Therefore, no product risk assessment or corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a tavr procedure by transfemoral approach, the esheath was prepped as per IFU and the delivery system was prepped with 1ml extra due to the annulus size. There was no issue with valve deployment. Retrieval of delivery system into sheath took a couple of attempts as it was not entering in the sheath smoothly. Imaging of sheath post delivery system removal revealed the radiopaque marker to be in an ¿unusual position¿. Upon removal of the sheath, visual inspection revealed that the sheath was ¿distorted.¿ as per received photo, the liner was delaminated. There was no vessel injury.